Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.

Event description:
Device malfunction: failure to deploy - locator wings and thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during deployment of the plunger (step 2) to deploy the locator wings and initiate exchange sheath splitting, the clip delivery tube "ripped" (carved) into the exchange sheath and the flex-guide, damaging the clip delivery tube. The device was removed, and manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No additional information was provided.